Event description:
The customer reported a service restart when pressing charge button during opcheck. Philips andover bench evaluated the device and found a defective battery. There was no pt involvement with this issue.

Manufacturer narrative:
(B)(4). The customer reported a service restart when pressing charge button during opcheck. Philips andover bench evaluated the device and found a defective battery. There was no pt involvement with this issue. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.